Event description:
Additional information was received that the revision procedure was performed due to the ongoing high shock impedance issue. This lead was surgically abandoned and replaced successfully. The rest of the old system was also removed from service and fully replaced during this lead revision as well. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed a shock impedance measurement greater than 125 ohms. A revision procedure was scheduled to implant a new right ventricular (rv) lead on the right side and tunnel to the abdominal device pocket. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.